Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal prolapse of the delivery sheath. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood was observed. The delivery device was returned without the loading device. The delivery device was completely covered in blood. The slide lock was in the locked position. The seal and tension spring assembly was previously removed, and returned with the delivery device. There were no cracks and delamination detected on the seal. Photos attached to the complaint revealed that the seal and tension spring was properly loaded (pic #2). Due to the amount of blood on the device, the delivery device could not be brought into the sanitary laboratory in order to take the measurements of the delivery tube. Based upon the received condition of the device, the reported failure "fitting problem" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.